Event description:
It was reported the procedure was being performed on a male patient in the (B)(6). The catheter was placed into the patient without incident. During infusion, the liquid "flew out" under the skin (subcutaneously) and they determined there was a leak in the catheter. As a result, the catheter was removed and a new cvc was placed successfully for the patient. There was no delay in treatment and no patient death. The complication reported was IV fluid in the subcutaneous tissue.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.